Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 07/30/2015 with the following results: the display has a dim pink contrast. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.